Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: feb 5, 2024 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint simplicity was received inside the original folding carton. An open johnson & johnson pouch was also received. A visual inspection of the complaint simplicity revealed that the lens was stuck in the cartridge and overridden by the plunger rod, with the lead haptic not folded. The lens could be observed to be damaged. Ovd was not observed to be disbursed throughout the cartridge, indicating that an inadequate amount of ovd was observed, which could contribute to the complaint issue reported. The lens module was opened and inspected and no ovd was observed inside the lens module, and no damage was observed, the handpiece was disassembled and inspected, and no issues that could cause or contribute to the complaint issue reported were observed. Lens removal was attempted, however, the lens could not be removed without damaging the lens and cartridge. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "device advancement issue" was not identified during photo and product evaluation. The observed "stuck in cartridge" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1 : telephone (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) failed to engage. There was an defective lens and the lens crunched in injector. There was no patient contact. The issue was identified during handling/ prior to insertion. Through follow up it was learned that a competitor balanced salt solution ( bss) was used to lubricate the cartridge and that the bss was used at room temperature. No other information was provided.